Manufacturer narrative:
(B)(4). The customer did not retain the lot number of the device. The date of manufacture cannot be determined.

Event description:
The caller stated that during pre-test of three tubes, the "tracheal valve" collapsed, and the cuffs would not deflate. There was no patient involvement. The three tubes reported are referenced one each, on our reports 2936999-2016-00387 and 2936999-2016-00392.